Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. H6: additonal patient code: 1690-abscess. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient came to the clinic with swelling and pain at the mandibular right side. The implant at tooth site #29 was infected. The implant was removed and incision with drainage was performed. Symptoms as a result of the event: abscess.